Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of myopotential noise. The device will have its sensing vector changed from secondary to alternate sensing vector to address the issue. This device remains in service. No additional adverse patient effects were reported.